Manufacturer narrative:
The device was not returned so an evaluation could not be performed and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the surgeon didn't hear torque sound from the array torque wrench when he tightened it to the limited torque. Subsequently, he used a polaris 5.5 torque indicating wrench (p/n 2000-9082) to complete the procedure.